Event description:
It was reported that the following information was received by the initial reporter with the following verbatim: rcc received a complaint via email. Email(s) attached. Clinicians sometimes feel it is the tubing and will replace the entire IV set which resolves the issue. Cpc reviewed ail/nuisance ail troubleshooting. Clinicians properly identified the ail sensor but were using alcohol instead of a cotton swab and water to clean.

Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of air bubbles / air in line could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because the lot number is unknown. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined.